Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed as a leak was noted in the outer member. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.25x15mm nc trek dilatation catheter advanced to an unspecified stent implanted in the left anterior descending (lad) lesion. Balloon inflation was attempted; however, the balloon failed to inflate. The device was removed without reported issue. Once outside the anatomy, the balloon was able to inflate. After several times, the balloon was then unable to inflate again. Another dilatation device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.